Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The 70% stenosed target lesion was located in the mildly calcified right coronary artery (rca). The physician was attempting to direct stent in the 3.50x20mm taxus express2 drug eluting stent (des) in the rca. The stent delivery system (sds) was advanced to the distal part of lesion, but when the physician began pulling back, he felt resistance. The physician tried to pull the sds back into the guide but the stent would not come back. The physician then attempted to pull the whole system back all the way down to the sheath in the femoral artery and the stent dislodged in the aorta near the femoral sheath. The physician was unable to find the dislodged stent and no attempt was made to retrieve the stent. He went back in with another 3.50x20m taxus express2 des and a new guide and wire and successfully completed the case. The pt's current condition is listed as "fine". No add'l info is available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.